Event description:
Per the audiologist's report, this child stopped hearing with his cochlear implant. An implant test could not be performed. The surgeon explanted the device in 2005 and reimplanted a new device the same day.